Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided, it was reported that during loan kit inspection an expressew iii auto-capture + suture passer not functioning correctly. It has been forwarded to depuy engineering for assessment. No further information can be obtained as the case was not reported by the customer. The device was received and visually inspected. Visual observations revealed that the device was slightly worn, used but in expected condition. To test its functionality, the expressew was loaded a needle and it was jammed when try to release. In addition, the lower jaw was significantly bent; in consequence, it did not pass the needle properly. Therefore, this complaint can be confirmed. Finally, it observed that jaws don't close normally contributing to the holding failure, besides the upper jaw was slightly loose when the jaws are closed. The possible root cause for the damage in the jaws can be related when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. For the rough deployment issue can be attribute to fair wear and tear of the device also a lack of maintenance would lead to tissue, or bio-debris build up inside the expressew shaft causing wear of internal components. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported via complaint submission tool that hospital reported an expressew iii auto-capture + suture passer not functioning correctly. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment. No further information can be obtained as the case was not reported by the customer.